Manufacturer narrative:
Only the used device was returned loose inside the product carton. The lens stop and plunger lock were removed. The plunger was oriented correctly. Viscoelastic was dried in the device. The plunger was retracted to mid-nozzle. The beveled top of the nozzle tip was bent slightly back. This may have occurred due to method of returning unsecured inside the carton. A qualified viscoelastic product was used. The product investigation could not identify a root cause for the reported complaint. Only the used device was returned loose in the carton. It is unknown if the lens was in a proper position for advancement during delivery. The plunger was retracted upon return. The plunger position in relation to the lens during advancement cannot be determined. The instruction for use (IFU) instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome, since the haptic may be trapped and stretched, and/or pinched and sheared by the moving plunger. After the lens has been advanced to the ¿fill-to¿ line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. No part of the lens should exit the nozzle prior to insertion through the incision. Once the lens is in position at the ¿fill-to¿ line, it should be implanted within 3 minutes. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Viscoelastic was not provided. It is unknown if a qualified viscoelastic product was used. It is unknown if a qualified viscoelastic product was used. The instructions for use (IFU) instructs: during device preparation and implantation of the company iol with the company preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. It is unknown if an adequate amount of viscoelastic was used. The IFU instructs: fill the device until ovd can be observed flowing to the ¿fill-to¿ line on the nozzle tip. This will require approximately 0.2 ml of ovd. Only use an alcon ovd qualified for use with the company pre-loaded delivery system that has been allowed to come to the operating room temperature. It is also instructed: after the lens has been advanced to the ¿fill-to¿ line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. No part of the lens should exit the nozzle prior to insertion through the incision. Once the lens is in position at the ¿fill-to¿ line, it should be implanted within 3 minutes. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating that the lens ejected iol ejected in an uncontrolled manner, due to faulty- preloaded injector. There was no harm to the patient.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported during the intraocular lens (iol) implantation the lens was faulty as it has overshot when implanting in to the eye. Additional information has been requested.